Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unk and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant info received, a supplemental medwatch will be filed.

Event description:
Same case as: 2134265-2009-06163. It was reported that post-coronary drug eluting stenting treatment procedure, a thrombosis and pt death occurred. During the index procedure two taxus liberte paclitaxel-eluting coronary stent 3.00x16mm were implanted in the left main (lm) artery using a culotte technique. Approx four days later, the pt presented with chest pain and shortness of breath. At this point, the pt died. Medications at the time of the events were aspirin 100mg and plavix 75mg. The reported physician opinion of the cause of death is subacute stent thrombosis. It was suspected the thrombosis was in the lm stents, left anterior descending artery and the left circumflex. The pt did not have any history or comordibities that would have contributed to the event, no drug sensitivity and no contra-indications to anti-platelet or anti-coagulation therapy.